Manufacturer narrative:
The device was not returned and no serial number was provided. As a result, the device's manufacturing records cannot be reviewed and further investigation can be perfromed.

Event description:
The physician reported that a patient underwent an interventional coronary procedure, during which the vascade 6/7f device was selected for closure and inserted into a 6f sheath. Dr. [Physician's name] inspected the disc of the vascade 6/7 by opening and closing it, then dipped the tip into saline. The vascade was inserted until the white lock was halfway into the sheath hub in a retrograde position. The physician then pulled apart the black actuator until the green segment was fully exposed. The sheath was removed correctly; however, temporary hemostasis was not achieved at the access site due to an insufficient amount of the black sleeve remaining in the body. The physician attempted to troubleshoot the situation by collapsing the disc and pulling back the vascade device by 1 cm in an effort to move it past the point where it was stuck. Despite multiple attempts to press and click the black actuator, the disc would not collapse. The surgical staff attempted to cut the fixed core wire with scissors to activate the safety mechanism and automatically collapse the disc, but this did not resolve the issue either. Consequently, the physician decided to gain contralateral access through the right femoral artery and insert a 6fr sheath. An ensnare device was used to capture and tunnel through the aortic arch and femoral arteries, exiting the body. Manual compression was then applied to both access sites, and hemostasis was achieved 25 minutes later. There were no complications associated with the manual pressure, and the patient was transferred to the core outcome set (cos) recovery area. The patient was discharged home 6 hours later, and the bilateral sites were soft, free of any ooze, bleeding, or hematoma.